Event description:
During an angioplasty procedure of a calcified femoral artery (side unk), this balloon burst when pressure was applied to it with a syringe. The balloon was safely removed from the patient, and another opta pro balloon was used to complete the procedure. There was patient injury reported and, as per the qualrap, no additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.